Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as event diagnosis, the patient was hospitalized and treated with meropenem injection (500 mg, in each bag, intraperitoneal, ongoing) and vancomycin injection (1g, stat, intraperitoneal, discontinued on the same day) for peritonitis. Two days after diagnosis, the patient recovered from the peritonitis. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was completed. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.